Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 01-jun-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 01-jun-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative, regarding a patient implanted with a neurostimulator (ins). It was reported that patient had concerns of swelling around battery site. Np in office assessed site and no issues were noted. It was reported that the pain is being relieved by stim but wanted an x-ray just to be sure. Ap x-ray showed leads came down one vertebral body from original tip location. No actions/interventions were taken, no surgical intervention was planned, no reprogramming was done due to patient reporting adequate relief with current settings. The issue was resolved.